Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had passed away after a time in hospice. No other details of their death were known. No equipment was returning. The ventricular assist device was functioning as intended.

Manufacturer narrative:
Section h4 - device manufacture date: corrected. Section h6 health effect - impact code: corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.